Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's keypad was unresponsive. It was reported that the act button is unresponsive. It was reported that the customer was advised to discontinue use of the device and that it would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked lcd connector. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.